Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of delayed inflammatory response, pain and extreme swelling are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling for the reported events of inflammation, edema and pain: undesirable effects the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: ¿ inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching and/or pain on pressure and/or paresthesia, occurring after the injection. These reactions may last for a week. Besides, a preventive anti-inflammatory treatment by a medical practitioner can be recommended.

Event description:
Healthcare professional reported injecting a patient with juvéderm volift with lidocaine in the lips. Nine days later, the patient developed "extreme swelling and pain" in the lips. Symptoms were noted to be a delayed inflammatory response. Patient was treated with keflex. Symptoms resolved 5 days later. Patient was concomitantly injected with juvéderm voluma with lidocaine in the cheek areas. Patient was taking methotrexate at the time of injection.